Manufacturer narrative:
The date of the leak was reported as ¿an unreported date in later (B)(6) 2016¿ and the peritonitis onset was an unreported date in 2016. The product involved was an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a leak between their titanium adapter and transfer set that caused peritonitis. On an unreported date, the patient was hospitalized for peritonitis. During hospitalization, the patient was treated with intraperitoneal cephalosporin (dose, frequency, and duration not reported) and intravenous normal saline (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.